Event description:
The customer reported a leak inside the coulter hmx analyzer with autoloader while running patient samples. The instrument generated erroneous high white blood cell (wbc) results for one patient sample. The sample was rerun and the results of the second run were considered correct. The instrument also generated vacuum errors when the leak was noticed. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 6/12/2015. The fse found the tubing at the flow cell became disconnected from the fitting. The fse reattached the tubing, which repaired the leak, the erroneous results and the vacuum errors. The repairs were verified per established procedures. (B)(6).